Event description:
It was reported that the surgeon was performing a sleeve gastrectomy the staple line was wide open from top to bottom with the gastric mucosa exposed. The surgeon performed a suture and after the suture, an ethylene blue test was performed and no leakage was found. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.